Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported evidence of a pillcam capsule retained in patient. Patient underwent (B)(6) study on (B)(6) 2015. Patient did not have any physical issues or abnormalities. Later that day, patient was sent to urgent care with upper and lower quadrant pain and vomiting. Urgent care performed an xray and CT scan with contrast and saw evidence of the retained capsule. Customer stated that there was no sign of small bowel or colonic obstruction. (B)(6) 2015 patient returned to the office for a kub. However, subsequent review of the pillcam video showed that the capsule had been excreted during the study.